Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported right side capsular contracture, baker grade IV. The device has been explanted and replaced. Healthcare professional determined the device was not ruptured. The event of rupture is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b1, b3, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side capsular contracture baker grade unknown. Device has been explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side rupture and breast pain. Device has been explanted and replaced.